Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient experienced a hypoglycemic event that may or may not have been associated with inaccurate cgm values. The patient injected insulin because she noticed her cgm was 229 mg/dl with double arrow up. An hour later, the patient experienced a seizure, fell to the floor and hit her head; because she lives alone, she was able to remain coherent enough to ingest a soda. After ingesting the soda, her blood glucose increased and she did not need to call emergency medical services (ems) for further assistance. Because she was unable to take her bg at the time of the event, it was unknown if the cgm was inaccurate or her bg dropped because of the insulin. At the time of report, the patient was doing fine. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined.